Event description:
Meter would not power on. The pt was using the correct test strips, however, they were expired. The battery was correctly installed and was less than 1 year old. The battery contacts were in good condition. The issue was not resolved with troubleshooting. The pt was treated by a medical professional, however, when asked what type of treatment was received, the reply was "none." Their blood sugar was tested at the physician's office, but the results were not shared. The pt reported no symptoms at the time of testing. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.